Event description:
The customer reported that a monitor dropped. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that the vm6 monitor dropped, no add'l details were provided. This issue is being reported to the competent authority, as it was reported that the monitor dropped. This is being considered an unexpected fall of the device. The limited available info is not enough to determine if this report represents a malfunction or a health risk. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.